Manufacturer narrative:
The pump was returned for inspection and no abnormalities were noted upon investigation. The root cause of access site bleeding is determined to be use issue because of the bleeding from the blue butterfly. E4 should have been left blank on manufacturer device report 1220648-2024-25103.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The us complainant had a patient deteriorate after the deployment of the transcatheter aortic valve replacement. The team placed the cp but found the need to explant it due to bleeding at the hub. The team observed bleeding at the blue hub and first attempted to remedy with pressure and surgical glue. The patient survived the event.